Event description:
During an eval of a spectrum pump for a door that will not latch, door not fully latched alarms were experienced.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The pump was found out of specification. Door not fully latched messages were confirmed and reproduced during eval caused by misalignment. The device was realigned.